Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device and replaced the internal battery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported pressure is low on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.